Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this right ventricular (rv) lead showed a shock lead impedance, high out of range alert. A gradual rise in impedance was observed, this behavior was linked to a calcification build up over time. Several options were considered for this lead and a continued monitoring was suggested. The lead remains in service. No adverse patient effects were reported.